Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (leg). As treatment, the patient changed out the pod. The patient reported the pod being difficult to remove.

Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a difficulty to remove. The exact cause of the reported difficulty to remove the adhesive pad could not be determined. Discoloration was observed on the top housing. Once the pod was opened, corrosion was found on the bottom battery and the mechanism rails. Fluid path testing and a leak test were completed due to the corrosion, the nail head of the soft cannula was found to be inadequate causing an internal leak. The inadequate nail head of the soft cannula was determined to be the cause of the internal corrosion found.